Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Foreign matter (hair) was found in the package before use. User training schedule is unknown. There were no surgical delay greater than 30 min and no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the in reviewing the DHR, 632548 was found to not be a valid lot code for product code 80-1189. The last digit of the lot code on the returned product was not legible (63254x). The two closest lot codes were 632545 and 632546. Since the lot code could not be confirmed by the affiliate, the DHR¿s for both lot codes were reviewed. No non-conformances were found. Upon review of the returned device, a hair was confirmed to be found in the seal of the package. The returned product was re-inspected and did not pass the visual and tappi inspection requirements. The tappi requirement states: ¿there shall be no loose particles or foreign matter in the flexible blister larger than .80 sq mm in any dimension and no more than five particles .25 sq mm or larger, measured with the transparent chart for estimation of defect size per tappi t564.¿ the foreign matter found was larger than .80 sq mm. The origin of the foreign matter could not be identified; therefore, the exact root cause could not be determined. The packaging process was reviewed. The tubing set is received from an outside vendor in a plastic bag. The operator folds the top of the bag behind the tubing set and places the bag into the formed package cavity (folded side down). One potential root cause could be the foreign matter was attached to the inner bag and fell into the outer package prior to sealing, this however could not be determined. The operators were re-trained. A complaint search was performed for the last 2 years. In addition to the current complaint, there were five other similar complaints that have been recorded for hair found in the package ((B)(4)). There were six complaints for debris in the package (B)(4). Over the same time period, approximately (B)(4) tubing sets have been sold. The occurrence of hair and debris complaints is extremely low ((B)(4)). Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.